Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump received a vancomycin in a 500 ml bag but at end of infusion, the IV pump would say that close to 600 ml was infused and still the secondary tubing has fluids remaining. The event happened during patient use at the medicine unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.